Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 31-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, nausea, vertigo and neck pain. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 and sertraline hydrochloride (zoloft) since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and gastritis ("gastrointestinal or digestive system condition type: gastritis"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced amnesia ("memory loss"), back pain ("back pain") and depression ("depression") and was found to have teratoma ("teratomas"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, gastritis, back pain, teratoma and depression outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, depression, dysmenorrhoea, dyspareunia, gastritis, migraine, nausea, teratoma and vaginal discharge to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube sterilization coils, with occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) year old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, nausea, vertigo and neck pain. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 and sertraline hydrochloride (zoloft) since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and gastritis ("gastrointestinal or digestive system condition type: gastritis"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced amnesia ("memory loss"), back pain ("back pain") and depression ("depression") and was found to have teratoma ("teratomas"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, gastritis, back pain, teratoma and depression outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, depression, dysmenorrhoea, dyspareunia, gastritis, migraine, nausea, teratoma and vaginal discharge to be related to essure. The reporter commented: discrepancy in essure insertion date (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: bilateral fallopian tube sterilization coils, with occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received : case became serious incident. Essure removal details added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.